Event description:
It was reported that an amia device experienced a low priority alarm max air in the line. It was unknown if the patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a "broken" connection that led to this alarm. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a "broken" connection was reported, which is known to cause this alarm. The cause of the broken connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.